Event description:
(B)(4). Physician was inserting the guidewire in the pt. The guidewire looped upon itself and did not straighten out. As the physician was trying to pull it back it stretched and snapped. Part of the wire was left in the left femoral vein.

Manufacturer narrative:
No sample product nor lot number were provided by the customer. Unable to perform investigation.